Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2014. 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). Chronic high right ventricular (rv) threshold was also noted. The device was explanted and replaced, and the rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.